Event description:
It was reported the lead will be replaced due to high impedances. Additional information provided by the healthcare professional indicated the patient had also developed an infection prior to the lead removal. The device was replaced due to infection. The device was returned to the manufacturer, analyzed, and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected explant date of lead. Evaluation summary: (B) (4): actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.